Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 during a shoulder arthroscopy procedure and ¿the tip of the probe came off and needed to be removed with fluoroscopy leading to delay of the surgery.¿. There was no impact or injury to the patient. The procedure was completed with a delay; however, the amount of time is not known. Per assessment it was found, there was no medical/surgical intervention or prolonged hospitalization required for the patient.. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn probe assy,suct,sin was being used on (B)(6) 2023 during a shoulder arthroscopy procedure and ¿the tip of the probe came off and needed to be removed with fluoroscopy leading to delay of the surgery.¿. There was no impact or injury to the patient. The procedure was completed with a delay; however, the amount of time is not known. Per assessment it was found, there was no medical/surgical intervention or prolonged hospitalization required for the patient.. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode detached from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.